Manufacturer narrative:
The customer¿s report of the set disconnected and blood was leaking from the extension set was confirmed. Visual inspection observed that the male luer spin collar was observed to be cracked. The tip of the male luer was broken off and lodged in the non-bd needless valve. Dimensional measurement was not performed because the male luer tip was severed from the primary set¿s male luer and remained lodged in the female port of the needless valve. The root cause for the male luer tip breaking was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that after the primary set was disconnected from the patient, blood was leaking from the extension set. When trying to flush the tubing the nurse noted "the rubber part of the plug was missing" and appeared to be attached to the primary set. The extension set was clamped and replaced. There was no harm to the patient.